Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The review of system log files showed the malfunction of flexvision pc. Upon troubleshooting, the fse performed manual restart then the system worked correctly and verified the system with 3 cold restarts without error, the system works normally. The fse suggested that to replace the flexvision pc if the issue reoccurs. The issue reoccurred on another day. To resolve the issue, in another case, the fse replaced the flexvision pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 5:00. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.